Event description:
The consumer alleges she was sitting on the rollator with the wheels locked when the leg rest gave out on her. She allegedly hit the right side of her body on the steps, allegedly resulting in a fractured back and chest.

Manufacturer narrative:
User was using a rollator when they fell and allegedly fractured their back and chest. Invacare received info of a model number of 1026b which indicates a distributed product. However, the serial number provided is not valid per our supply source. Its believed this device was supplied by a source other than invacare's supply source using the same model number due to the non matching serial number provided. Additionally dealer reports the device as lost. MDR filed as a conservative measure.